Event description:
Customer reported a button error that he noticed after getting out of the shower. He stated that he was not able to use any of the buttons at first but eventually cleared the alarm. He stated that all of the buttons became unresponsive. The blood glucose reading was 100 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip, and missing end cap sticker.